Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that pyxis server was not accessible for routine use. A technical support specialist (tss) dialed into the application server and encountered an http 503 error accessing pes. Multiple iis application pools were found stopped and initially failed to remain running. Review of the local security policy showed the care fusion service account was missing the log on as a batch job right. After the account was added, iis was reset and the application pools resumed running. Pes became accessible, but login issues persisted. Ids logs revealed a server name typo in the ids configuration. On the station (simlab1), data synchronized and maintenance services were restarted, connectivity to the server was verified, the station database was backed up, and a drop database and full synchronized were completed to the correct server. Data synchronization resumed successfully. The system functioned as intended after the technical support specialist troubleshot the device.